Event description:
Reporter indicated that high lead impedance was obtained with vns systems diagnostics testing, but then resolved to a normal impedance level later the same day. The patient is new to the reporter so previous vns diagnostics information is not known. Attempts for programing history to clarify the diagnostics testing results are in progress.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015 due to battery depletion. Lead impedance with the replacement generator and existing lead was within normal limits. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or data, corrected data: the supplemental #1 MDR inadvertently reported the incorrect information. Please see corrected data. Relevant tests/laboratory data, including dates , corrected data: the supplemental #1 MDR inadvertently reported that the diagnostic results were from a system diagnostic test instead of a normal diagnostic test. Please see corrected data.

Event description:
Although it was previously reported that the physician stated high impedance was observed during interrogations in the office, the physician actually stated high impedance was never observed during office interrogations.

Event description:
Follow up with the physician found that he could not confirm that there was any manipulation or trauma to the vns as a results of the breast surgery or any other source of potential trauma. The physician was unaware of any other trauma to which the unit would have been subjected. The high impedance was observed during interrogation in the physician's office.